Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6) event site postal code: (B)(6) event site telephone: (B)(6).

Event description:
Getinge became aware of an issue with one of surgical lights - volista access ii. It was stated that the ring of celling cover has been damaged. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or injury.

Event description:
Getinge became aware of an issue with one of surgical lights - volista access ii. It was stated that the ring of celling cover has been damaged. The incident was initially assessed as reportable, as any parts falling off into sterile field or during procedure may cause contamination or injury. Recently, the incident has been reevaluated as new information become available, it was determined that the issue occurred during installation of the device prior it was released for use. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device ¿ problem code deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - volista access ii. It was stated that the ring of celling cover has been damaged. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - volista access ii. It was stated that the ring of celling cover has been damaged. The incident was initially assessed as reportable, as any parts falling off into sterile field or during procedure may cause contamination or injury. Recently, the incident has been reevaluated as new information become available, it was determined that the issue occurred during installation of the device prior it was released for use. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: material integrity problem///2978. Corrected h6 medical device ¿ problem code: mechanical problem///1384. Initially provided information was pointing to damaged celling ring cover. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause contamination or injury. Recently, the incident has been reevaluated as new information become available, it was established that the issue occurred during installation of the device prior it was released for clinical use. According to new information gathered, initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as it was detected during installation of the device prior it was released for clinical use. The investigation was performed. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.